Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-product analysis: the device was returned and evaluated by product analysis on 06/10/2015 with the following findings: the complaint was unable to be duplicated or confirmed. Review of the pump¿s black box revealed the last basal delivery occurred on 04/26/2015; the last bolus occurred on 04/25/2015. The total daily dose correctly reflected the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries made during investigation were accurately recorded in the pump¿s history.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. The reporter noted the basal history and basal deliveries in the total daily dose were appropriate per the user programmed basal rates. No additional information was provided and further troubleshooting was unable to be completed. Several unsuccessful attempts have been made to contact the patient. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.